Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Retain product was tested and found to be within specification.

Event description:
In this event it was reported that a patient experienced an allergic reaction after the use of irm cement. The patient developed a cough, which worsened and then had difficulty breathing. The patient saw her doctor who prescribed an antihistaminic drug. The patient has since recovered.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.